Manufacturer narrative:
The manufacturer previously received information that a patient with a ds2adv auto CPAP device had passed away. The patient's wife called and wanted to know if she needed to return the replacement device. The patient passed away on (B)(6) 2025. The patient's wife was informed she could return the device if she wanted to. There was no allegation that the device contributed to the death. No additional details were provided. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The manufacturer has updated box h coding in this report.

Event description:
The manufacturer received information that a patient with a ds2adv auto CPAP device has passed away. The patient's wife called and wanted to know if she needed to return the replacement device. The patient passed away on (B)(6) 2025. The patient's wife was informed she could return the device if she wanted to. There was no allegation that the device contributed to the death. No additional details were provided. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.